Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/22/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: c22 - photo analysis. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One winding former with a suture, a paper lid, and one detached needle were received for analysis. During the visual inspection of the needle, the swage and attachment area were noted as expected. The barrel hole was examined under magnification and remnant suture was noted. The suture end is severely cut, resulting in a clip-off defect. A photo was provided and it showed one open box that pertains to product code w3441 with lot number tmmhkk. Based on the information currently available, clip off was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint (B)(4) date sent to the FDA: 12/16/2024 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was reported: was surgery delayed due to the reported event? No, action taken when event occurred? More w3441 suture of the same batch was used until the procedure was completed, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? No, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an abdominoplasty procedure on (B)(6) 2024 and suture was used. On (B)(6), when doctor (plastic surgeon) was using suture during an abdominoplasty the needle detached at the swage, while pulling the thread through the tissue. This left the whole needle intact in the needle holder. There were no fragments and another suture of the same lot was opened to continue the procedure. A 2nd needle detachment occurred with a subsequent suture of exactly the same batch as the scrub sister was removing the thread from the relay packaging, leaving the thread in the packaging & needle in the needle holder. This also occurred at the swage. The case was completed without any apr or time delays with subsequent suture of the same batch, and these did not give problems. There were no patient consequences reported. Additional information was requested.